Manufacturer narrative:
Submit date: 9-apr-2019. Additional incident information was received on 25-mar-2019.

Event description:
The customer reported the entflx with the stylet y-port showed obstruction. When it was removed, it was broken and was withdrawn in two parts. Additional information received on 25-mar-2019 states that after attempts of clearing the obstruction, it was requested for the probe to be removed. At that moment it was verified that the probe was ruptured in two parts in which one of the parts was withdrawn from the patient's mouth with the use of forceps. The product was removed and they reported that there were no pieces left in the patient.

Manufacturer narrative:
Additional incident details were requested but at this time no additional information has been provided. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the entflx with the stylet y-port showed obstruction.. When it was removed, it was broken and was withdrawn in two parts.